Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to infection. It was stated that the cause of infection is bacteremia. The infection was due to poor wound care post implantation. The patient is stable. Related manufacturer reference number: 2938836-2020-00871 and 2938836-2020-00872.